Manufacturer narrative:
(B)(4). We are currently endeavouring to have the complaint device returned to fisher & paykel healthcare (B)(4). We will provide a follow-up report upon receipt of the device and completion of our investigation. Correction of device manufacturer date - 11/12/2010.

Event description:
A hospital in (B)(6) reported there was water leakage between the connection of the water feedset tube and the chamber inlet of an mr290 autofeed humidification chamber during set up. The mr290v is part of a rt224 infant continuous flow breathing circuit kit. This was found prior to patient use.

Event description:
A hospital in (B)(4) reported there was water leakage between the connection of the water feedset tube and the chamber inlet of an mr290 autofeed humidification chamber during set up. The mr290v is part of a rt224 infant continuous flow breathing circuit kit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are currently endeavouring to have the complaint device returned to fisher & paykel healthcare (B)(4). We will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected. Results: the visual inspection revealed a rough break in the feedset tube where it is inserted into the chamber. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the root cause of this reported fault could not be identified. However the damage appears to be due to the tube being pulled, away from the dome, possibly due to the feedset being caught or placed under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset would be identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(4) reported there was water leakage between the connection of the water feedset tube and the chamber inlet of an mr290 autofeed humidification chamber during set up. The mr290v is part of a rt224 infant continuous flow breathing circuit kit. This was found prior to patient use.